Event description:
It was reported by the customer that a bd pyxis¿ es server had all stations were on "disconnected" and was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support service (tss) dialed in server and found that station synchronization was down and there were windows update that caused all the station went to critical override. The tss then restarted all services and verified that the station synchronization back. Tss confirmed with the customer that all stations were working normally. The system functioned as intended after the technical support service troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had all stations were on "disconnected" and was not communicating. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.